Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device. While the test had been run from september 9, 2021 to september 16, but it could not duplicate the reported phenomenon. In addition its results met the specific of service manual inspection. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was dark and the error b30 which indicates there is the communication problem between the subject device and the endoscope was displayed during the preparation for use. The field service engineer of olympus thailand went and checked the subject device at the user facility. It was duplicated the reported phenomenon and the subject device was brought back to olympus thailand for repair. There was no patient injury associated with this report.